Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
The dentist reported that after 2 months dental implant was installed intraoral region #30, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved and the patient presented bone type iii.

Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that after 2 months dental implant was installed intraoral region 30#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved and the patient presented bone type iii.